Event description:
I had implant exchange done (B)(6) 2018, saline to silicone textured high cohesive gel. Within 2 days, I got deathly ill, fluid around breasts pneumothorax, couldn't breath constant cough, ever since that day my health is on a decline. I have severe muscle pains, memoryloss, nerve pain, joints, recurrent sinus infection, bad odor through my nose; heart palpitations, vertigo, ear ringing and a severe pain burning tightening on my left breast. FDA safety report ID# (B)(4).